Manufacturer narrative:
This report is being submitted to include additional information confirming that there was no observation of a lead fracture. This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed in the left bundle branch, it became stuck in the myocardial tissue, resulting in difficulty to remove the lead. The physician had to pull the lead to remove it which caused the helix mechanism to become stretched out. It was also noted that a fracture was suspected. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: a good faith effort was submitted to the field to obtain further clarification regarding lead fracture. It was confirmed that there was no observation of a lead fracture.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed in the left bundle branch, it became stuck in the myocardial tissue, resulting in difficulty to remove the lead. The physician had to pull the lead to remove it which caused the helix mechanism to become stretched out. It was also noted that a fracture was suspected. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed in the left bundle branch, it became stuck in the myocardial tissue, resulting in difficulty to remove the lead. The physician had to pull the lead to remove it which caused the helix mechanism to become stretched out. It was also noted that a fracture was suspected. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: a good faith effort was submitted to the field to obtain further clarification regarding lead fracture. It was confirmed that there was no observation of a lead fracture. Update: this lead was not returned for analysis. Despite numerous attempts to obtain product return, no further correspondence or information has been provided from the field. Should this device be received, an investigation will be performed, and a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Further analysis confirmed the helix damaged/defective allegation due to the helix mechanism being stretched and bent. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed in the left bundle branch, it became stuck in the myocardial tissue, resulting in difficulty to remove the lead. The physician had to pull the lead to remove it which caused the helix mechanism to become stretched out. It was also noted that a fracture was suspected. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this lead was received for product investigation and includes device technical analysis.